Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: 5076 lead, (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead was fractured and had high superior vena cava (svc) and rv defibrillation impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the full lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The right ventricular defibrillation coil developed a fracture due to flexing while in vivo. The distal electrode of the lead was missing the mcrd (monolithic controlled release device) that contains the steroid. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. If information is provided in the future, a supplemental report will be issued.